Manufacturer narrative:
Patient code: (B)(4).device code: (B)(4). UDI (di): (B)(4).

Event description:
It was reported that during a device change out, the atrial lead was capped and replaced on (B)(6) 2016. No sensing was observed; no other anomalies noted. The patient was in stable condition during and post-procedure. The procedure was uneventful..